Event description:
The customer reported that the device knife did not retract and the device jaws could not be re-opened. There was no pt injury. Additional questions have been asked to the customer regarding to the incident and device. To date, the site contact has not responded to the query.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.